Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was 141 mg/dl at the time of the incident. The customer stated that they had blank display and could not access the pump anymore. The customer was advised to pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.